Event description:
It was reported that the patient (pt) was trying to turn their therapy off for an electrocardiogram (EKG), but they were unable to turn therapy off for the right ins because they were getting an oor message. Agent reviewed how to bypass oor message and patient confirmed they were able to turn therapy off for the right ins. No patient symptoms or further complications were reported as a result of this event. Caller called back and wanted help turning the devices back on. Caller was seeing poor communication on the right side, repositioned communicator and tried again and caller saw oor. Caller was able to bypass oor and turn the right side device back on. Caller then moved to the left and turned back on with no issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.